Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose(bg) was high on the continuous glucose monitor. Elevated bg was address by correction bolus via the pump. Customer changed pump supplies to address the issue.